Event description:
Baxter affiliate reports 24 incidents of clotted fibers in dialyzers in 2001. Treatments did not need to be interrupted and were completed without further incident. Noted by tmp alarms. No patient injury or medical intervention was reported for any of the incidents.